Event description:
Cup had slid up to a vertical position, dr (B)(6) removed it, left in stem and put in a new cup and poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding implant migration involving an omnifit shell was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined because as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Cup had slid up to a vertical position, dr. (B)(6) removed it, left in stem and put in a new cup and poly.